Event description:
According to the physician, post procedure, the patient had no complications. The physician has not seen the patient since post operational follow-up. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.